Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Analysis inspected one opened and used reservoirs performed pre-fill reservoirs test per specifications. Reservoirs failed per inspection found reservoir transfer guard needle occluded.

Event description:
Customer reported issues with the insulin pump. Customer states that they could not get air bubbles out. The blood glucose reading is unknown. Nothing further reported.